Manufacturer narrative:
(B)(4). Investigation: one disposable set was received for evaluation. The set was visually inspected. No abnormalities were noted. Samples were taken from the set and tested for hemolysis. Hemolysis was confirmed. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported red-tinged plasma post-filtration. The customer has noticed an increase in filtration times, and red tinged plasma occurrences has also increased. Hemolysis was discovered in the returned sample during terumo bct's internal testing. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to hemolysis.